Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that very minimal, slow insulin drips were observed to be exiting the infusion set tubing during the load fill process. Reportedly, multiple supply changes were performed while trying to address the issue and insulin delivery was resumed. There was no adverse impact to the customer's blood glucose level.